Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd administration sets - non flow stop.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration set. Sample arrived and visually inspected from 12'-16' with a cut from the tube connected to injection site of male luer. When testing was done to verify complaint, no discrepancies were detected or found. Testing with syringe to verify leak also did not confirm, as device passed. Quality engineer testing during manufacturing no discrepancies were found. Root cause was not established and no device malfunction was detected. Preventative action taken to notify supplier on 21-may-2019 as awareness of the defect reported by the customer.

Manufacturer narrative:
The event occurred in (B)(6) but was reported by the u.s site. Related MFR numbers are : 3012307300-2019-06190, 3012307300-2019-06187, 3012307300-2019-06188.

Event description:
Information was received indicating that the cadd administration set leaked was found leaking during infusion. The leak was noticed from the stinging cap of the "y". There was no reported injury to the patient.